Event description:
The product was used during a thoracotomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device to procedure. The hospital has reported no patient injury occured.